Event description:
It was reported that the patient cart had a message not connected to vision cart during installation. Field service engineer (fse) hard power cycled the entire system and switch fiber cables and still getting the same message. Also the vision cart won't power up all the way. Fse put all carts in stand alone mode and the patient cart and surgeons cart power up normal. But the vision cart won't power up. The power button continues to flash blue and no nothing powers up. Fse tried to connect to the system to get the logs but the system won't let him log in. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse verified flicker in surgeon side console (ssc) right eye. The fse powered down the system and gained access to high resolution stereo viewer (hrsv) cables/connectors. The fse reseated right hrsv cables with no change. Powered down the system, replaced hrsv and performed viewer aperture workflow. Verified all tests and calibrations passed. The fse found the carts lost communication unexpectedly & system would not complete power on self-test after reboot. The fse replaced common computer controller (ccc) then encountered non-recoverable fault 319 during normal power on. Replaced vdcn to resolve fault 319. Isi did receive the product associated with the complaint and performed the failure analysis. This surgeon side console(ssc) viewer was returned for failure analysis and the reported "flicker in right eye of hrsv" was confirmed/replicated. The engineering team performed the following cases to replicate the reported issue: case 1: viewer standalone did not produce video noise as seen at installation site. Case 2: viewer installed on ssc standalone did produce the same type of video noise as seen at installation site. Case 3: unplugging the fiber link between the viewer and console also led to no video noise. (Same as case 1). Video noise seemed to be signal dependent in case 2, noise was seen with no endoscope connected ui mostly in the bottom part where the arm ui is. When fpga test patterns (gray ramp and color bars) were displayed, noise went away. When fpga bypassed sw to display gray 64, the noise was at its worst and an entire band on the right side of the display was flashing white. When fpga bypassed sw to display gray 32, 96, 128, noise went away or was barely noticeable. When noise was really bad at gray 64, the fsedisconnected fiber cable to see if that would affect the video noise. No change was seen and video failure was still very apparent. Swapped left and right edp cables. Issue followed the panel rather than the hrsvc channel in summary, the issue is most likely due to the cable or the panel. Next steps would be to replace the right panel cable and see if that fixes the issue. If not, replace entire right display assembly. This vision side cart (vsc) ccc was returned for evaluation and the reported ¿system won't power up normally¿ issue was confirmed and replicated. The ccc was visually inspected, where no damage was found. The unit was then installed onto a known good eft, where when attempting to power, the vsc would not power on. The ccc was taken to a programming station where it was confirmed the tegra module is bricked per document 1069151-01. This unit will be moved to hold.